Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer was calling back. Insulin gushed out. The customer¿s blood glucose level was unknown at the time of the incident. The device was not returned.

Manufacturer narrative:
Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform prime or a33 test, excessive no delivery test and occlusion test or verify a33 alarm due to motor error alarm.

Manufacturer narrative:
Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loos or protruded drive support disk. Unable to perform prime or a33 test, excessive no delivery test and occlusion test or verify a33 alarm due to motor error alarm.